Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. Only the photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Bd acknowledges that the customer has had an issue with the attached incident lot(s). Based on the severity and occurrence of the reported condition there will be no further actions.

Event description:
It was reported that a bd vacutainer® sst¿ had separation issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ had separation issue.